Manufacturer narrative:
Pending completion of device analysis, review of device history record and additional information. Internal complaint number: (B)(4).

Event description:
Clinical specialist (cs) contacted technical solutions to report a pump replacement for a patient who had multiple volume discrepancies. Cs stated that the patient was experiencing a lack of pain relief. Cs also reported that a dye study was performed that showed that the catheter was working fine.

Manufacturer narrative:
Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any nonconformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, but the alleged issue could not be confirmed. Visual inspection of the exterior of the pump showed no anomalies. Functional analysis of the pump confirmed the pump successfully primed and flowed within design specifications. No issue was found with the device. Internal complaint number: complaint (B)(4).